Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an surgical procedure on an unknown date and suture was used. Before starting the surgery the needle came out from the suture. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4): retained samples were evaluated. They were visually and functionally examined for tensile strength and they met the requirements.